Event description:
Hamilton medical ag received the following incident description: "unit failed test mode 5 during preventive maintenance, d/a converters out of acceptable tolerance range ."

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.